Manufacturer narrative:
Patient identifier reported only as (B)(6). Patient age, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a metatarsal-phalangeal joint (mtp) arthrodesis on (B)(6) 2018, one (1) out of three (3) compression wires snapped above its ball tip upon insertion, leaving its distal threaded portion and ball tip attached, and still implanted in the patient. A standard unknown wire driver was used to insert the wire. Using unknown pliers around the ball component of the implanted wire portion, the surgeon attempted to unscrew the wire. The ball component snapped from the threaded portion of the wire, leaving only the threaded portion implanted in the patient. The wire has a trocar tip. There were no tools available to remove the wire and no adequate removal tools owned by the hospital. Surgeon used a small hollow reamer and unknown extraction piece from a screw removal set to remove the wire. Removal was successful and there were no apparent detrimental outcomes. The procedure was successfully completed with a 30-45 minute surgical delay. There was no adverse event to patient and the patient's condition was stable post surgery. Concomitant devices reported: pliers (part number unknown, lot number unknown, quantity 1), wire driver (part number unknown, lot number unknown, quantity 1), va locking compression plate (lcp) first mtp fusion plate (part 02.211.237, lot number unknown, quantity 1).